Event description:
The patient reported experiencing consistently high blood glucose (bg) levels, not dropping below 300 mg/dl, with the highest reading at 570 mg/dl. They sought medical attention in (B)(6) 2025, staying in the hospital for two days from sunday night to tuesday. Symptoms included vomiting and dry skin. The diagnosis was not specified, but treatment involved intravenous (IV) fluids and electrolyte replenishment. The issue was initially thought to be with the omnipod, but after switching to a new insulin vial, the problem was resolved. The pod worn during the hospital visit was used for the full 72 hours and was removed afterward. The patient was unsure if they still had the pod, as one was in the freezer, but its relevance was uncertain. The patient confirmed the pod cannula was inserted correctly, there was no redness or swelling at the site, and no insulin leakage. The incident date was recorded as (B)(6) 2025, due to the patient's uncertainty about the exact date.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.